Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the most probable root cause is implants not fully across the si joint. Part numbers of implants from initial surgery on (B)(6) 2012: ifuse implant, p/n 7035-90, lot# 7753002994001, manufactured 10/10/11, expires 2014-11; ifuse implant, p/n 7040-90, lot# 8028003323003, manufactured 03/14/12, expires 2015-05; ifuse implant, p/n 7040-90, lot# 8047003363007, manufactured 05/07/12, expires 2015-07.

Event description:
On (B)(6) 2012, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. After an initial period of pain relief, the patient later complained of recurrent pain in that si joint. The surgeon suspected that the original implants were too posterior and not fully across the si joint. On (B)(6) 2014, the surgeon performed a second surgery where he added two implants as additional fixation for the si joint.